Event description:
It was reported that the right ventricular (rv) lead dislodged within a month of implant. An attempt to reposition the lead was abandoned after the physician decided there was too much tissue at the end of the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).